Event description:
The user reported the cardioplegia roller pump of the heart lung console sometimes becomes jammed after the occlusion mechanism is set correctly. The user believed the cardioplegia pump was somehow changing occlusion settings on its own. The technician checked the unit and verified the occlusion mechanism was working correctly. There was no reported adverse consequence to a pt as a result of this event.

Manufacturer narrative:
Eval in progress, but not yet concluded.